Manufacturer narrative:
During testing no unexpected button error alarms noted. All buttons functioned properly however, corroded keypad traces noticed during visual inspection. The insulin pump was received with minor scratches on liquid crystal display window, cracked case, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and shifted end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 140 mg/dl. Customer stated that there was a problem with the transmitter having a button error. Customer stated that is kind of on and off. Customer is having difficulty clearing it. Customer stated that he was sleeping when the pump began to alarm button error. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.